Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. PMA 510(k) - this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k110449. Remains implanted.

Event description:
It was reported that patient underwent an oral bone grafting procedure on (B)(6) 2015. Subsequently, the patient developed inflammation and the surgeon implanted an additional bone graft as a hole was discovered in the implant area on (B)(6) 2015.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Corrective action was initiated for the reported issue.